Event description:
Boston scientific received information that during an implant procedure of this implantable cardioverter defibrillator (ICD), this patient was scaled down for contraction performance and blood pressure performance. A review of a echocariograph confirmed the patient had developed a cardiac tamponade. Precardiocentesis was done with 450 cc blood depletion. The temponade was suspected to be caused by a perforation of a rapido guiding catheter. In addition, the patient went into ventricular fibrillation (vf) and was successfully converted with a defibrilaltion shock during the implant procedure. No additional adverse patient effects reported. At this time, the catheter will not be returned for analysis. Device and leads remains implanted.

Manufacturer narrative:
The device and leads remain in service and the catheter will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and amended report submitted should further information be provided.